Event description:
Healthcare professional reported, through regulatory agency, "color change" and "periprosthetic capsule, stage 3". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "periprosthetic capsule, stage 3". Continued e1 phone number: (B)(6). The reported event or events are physiological complications, and device analysis. Typically does not help allergan determine the cause. G2: french national agency for the safety of medicines and health products.